Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that approximately six years and two months following the implant of this transcatheter bioprosthetic valve, shortness of breath on exertion was experienced for two weeks and accelerated. The patient presented to the emergency department (ed) and bilateral lower extremity edema was noted. Transthoracic echocardiogram (tte) was performed and a chest x-ray showed mild pulmonary vascular congestion. Acute congestive heart failure (chf) was diagnosed. Medication was transitioned from intravenous therapy (IV) to oral diuretic. Hospitalization was required. The acute chf resolved two days after presenting to the ed. Per the physician, the event was not related to the valve. No additional adverse patient effects were reported.

Event description:
Additional information was received that approximately four and a half years following valve implant, the patient noted the onset of fatigue after walking 1-1.5 miles a day. This persisted for approximately four to six months prior to being reported at the five-year post-operative follow up appointment. At the 5 year appointment, the patient was classified as new york heart association (nyha) functional classification I with no complaint of shortness of breath (sob) but the fatigue remained. At the seven-year post-operative follow up appointment, the patient was classified as nyha ii; the patient reported complaint of exertional sob when climbing stairs. Per the physician, it was difficult to ascertain whether the aortic insufficiency was central or paravalvular leak (pvl), but noted mild pvl was observed. It was reported the follow-up tee which noted moderate ai showed no pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis: the device remained implanted and was not returned for analysis. Conclusion: the device history record of the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Post-implant transesophageal echocardiogram (tee) images provided approximately 7 years following implant, noted the implant depth appeared good. Mild tricuspid regurgitation and mild mitral regurgitation with two jets were observed. Moderate central aortic insufficiency with an eccentric jet was also noted. The right coronary cusp (rcc) prosthetic leaflet appeared to be fixed. Central regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. Based on the image review, the fixed rcc was likely a contributing factor. Paravalvular leak is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the information available. However, the fixed rcc was possibly a contributing factor. Updated data: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six months post implant of this transcatheter bioprosthetic valve, the patient¿s echo showed moderate transvalvular aortic regurgitation. No treatment was prescribed. No adverse patient effects were reported. Approximately 7 years and 1 month following the implant of this transcatheter valve a transthoracic echocardiogram (tte) identified moderate-severe aortic insufficiency (ai). Approximately 16 days later a follow-up tee noted moderate ai. Blood cultures drawn with concern of endocarditis. However, blood cultures were negative. No treatment reported. An additional tte was planned in another 6 months. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.